Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, when the device was used to divide the appendix, the device misfired. The staples fell into the patient cavity. The staples were removed, and three additional firings were done to complete the case. There was no patient injury.